Manufacturer narrative:
Device evaluation: the reported coolant leak was confirmed. The leak was stemming from the all in one connector on the control unit.additional data: d9, h3, & h6.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting machine was leaking cold coolant leak between the upper and lower module. There was no patient being treated when the leak was observed.

Manufacturer narrative:
The complaint device was returned. The reported coolant leak was confirmed. The o-rings were observed to be cracked so they were replaced; however this did not resolve the leak. Investigation is ongoing. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture, if a leak event recurs.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting machine was leaking cold coolant leak between the upper and lower module. There was no patient being treated when the leak was observed.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting machine was leaking cold coolant leak between the upper and lower module. There was no patient being treated when the leak was observed.

Manufacturer narrative:
Corrected data: d1.